Event description:
It was reported that the epidural catheter separated in the patient during removal requiring surgery to remove the remainder of the catheter. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was difficult to remove. The customer returned one opened kit (reference attached files (B)(4)). The catheter was removed from the returned kit and was visually examined with and without magnification. Visual examination of the returned catheter revealed the extrusion and coil wire at the distal end appears to be stretched and the tip is missing. The proximal side of the catheter appears to be intact as no damage was observed. The catheter appears to have been used as adhesive residue is present on the catheter body exterior as well as biological material between the inner coils. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter using a ruler (10171599). The returned catheter extrusion measures approximately 92.7cm. The extrusion and coils appear to be stretched at the distal end of the catheter as well as the distal is missing. This is why the catheter is slightly beyond outside of the specification of 88.5-91.5 cm per graphic kz-05400-002 rev. 09. Specifications per graphic kz-05400-002 rev. 8 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-109a; rev. 7, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as the condition of the sample received indicates unintentional user error caused or contributed to this event. The reported complaint of the catheter being difficult to remove was confirmed based upon the sample received. The catheter showed signs of stretching at the distal end and the distal tip was missing. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received and the observed evidence of the extrusion and coils stretching at the distal end, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the epidural catheter separated in the patient during removal requiring surgery to remove the remainder of the catheter. The patient's condition was reported as fine.